Event description:
As originally reported: on (B)(6) 2010 -- while surgeon was using a reusable l hook, there was a spark at the tip that traveled back into one of the side holes on the distal end of sheath, the pt's duodenum was burned. To repair the serosal burn, the surgeon utilized 2-3 surgical clips and placed the pt's omentum over the area. Per additional information received with hospital medwatch report: laparoscopic cholecystectomy, upper endoscopy. Pt with history of gallstones presented to the ER with acute cholecystitis and was scheduled for lap chole. Three trocars were placed under direct vision. During dissection, a little bit of bleeding was observed so, the l-hook was used to cauterize this area at the level of the adhesion. "When we were doing this procedure there was a spark coming out from the tip of the hook cautery, probably towards the end of the sheath, that went towards the pylorus. We stopped the procedure, we took away the hook cautery, we changed the sheaths of the hook cautery. It seems like there were 2 holes at the end of the sheath with one of those creating a high energy that sparks in the abdomen. There was a little bit of serosa burning at the level, seems like towards the stomach and the pylorus." A check was done endoscopically to confirm no additional injury was made to the mucosa, duodenum, esophagus or stomach.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all; pt, event and device's information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.